Event description:
It was reported to medtronic minimed that the customer experienced pump rattled and pump did not delivered insulin. The customer reported no adverse event. The event involved product(s) mmt-1810. Troubleshooting was performed. Customer reported that pump was dropped/bumped with no visible pump damage. Pump rattles while reservoir is inside of the pump. No harm requiring medical intervention was reported. The customer discontinued the use of the pump. Mmt-1810 was requested and customer responded the device was returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Test p-cap and reservoir locks properly into the reservoir compartment. Loud noise during rewind and rattling was noted during testing. No delivery alarms were not noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed 2 no delivery alarms on 08/23/2025 at 10:27:38.000 and 10:28:06.000 during bolus. Pump was cut open to perform visual inspection and found evidence of moisture damage on the motor. Dried insulin was found. The following were also noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay, and label damage. No delivery/occlusion alarm was not confirmed during testing. Rewind anomaly (rattling) was confirmed during testing due to dried insulin on the motor slide. Cosmetic damage was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.